Event description:
It was reported that the patient heard an alert from the implantable cardioverter defibrillator (ICD) but an interrogation of the device showed no alert triggered. The device remains in use. It was further reported that the right ventricular (rv) lead had pacing impedance out of range but did not trigger an alert. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.